Manufacturer narrative:
Investigation: no samples were received for investigation. The product in use at the time is reported to be a 2000e china. Further correspondence from the customer confirmed that the incident occurred during infusion and common anti-inflammatory drugs were being infused. The customer also confirmed that the products were stored in normal storage and the smartsite was not accessed with a needle. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. Complaints for this reported concern will continue to be tracked and trended.

Event description:
It was reported that bd smartsite ll vlv adpt(stand alone) leaked at the connection. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was infusing the patient, she discovered that there was leakage at the connection of the needleless sealing joint. (B)(6). Further correspondence from the customer confirmed that the incident occurred during infusion and common anti-inflammatory drugs were being infused. The customer also confirmed that the products were stored in normal storage and the smartsite was not accessed with a needle. Customer cannot provide any other detailed information.